Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).

Manufacturer narrative:
Result: medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the pt's posterior capsule tore. The lens was cut out of the eye, a vitrectomy was performed and an acl was implanted. The cause of the event was unk.